Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was explanted because it did not meet physician expectations for longevity.